Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the procedure was completed using only fluoroscopy. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system gave a remote alert ¿exposure was not possible, and the image disk was full¿. The customer deleted some old cases, but it did not resolve the issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc could not communicate with the ippc (image processing pc). The fse cold rebooted the system, but the ippc does not boot. The fse replaced the ippc & 3 hard drives, downloaded software and recreated image store on frontal and lateral ippc. The defective ippcs were returned to philips for further analysis. The analysis confirmed the malfunction of the ippcs and identified the failed component as hdd bay in of the ippcs and motherboard in the other one. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave image disk full errors and exposure was not possible on either plane. The system was in clinical use at the time of the reported event and the procedure was completed using fluoroscopy only. There was no reported patient or user harm. Philips has started an investigation of this complaint.